Event description:
The customer contacted spacelabs technical support and reported that multiple telemetry beds went offline. Technical support attempted to assist the customer with troubleshooting the failure, however the customer was unfamiliar with the equipment and where the devices were located. The caller was instructed to reach out to their clinical engineering team for assistance. In a follow up conversation with the customer, it was confirmed that the issue was resolved, however details regarding the resolution were unknown.